Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n195520001, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
The patient¿s eyes had been dilated for a week. He thought his medication was too high. The interventions, outcome, and drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.